Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received. Examination of the provided photographs confirms the reported material fracture. It is not possible however to determine a root cause using device photos. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Liner breakage. It was reported that during the surgery of hip replacement,after 2nd blow, the liner was broken, all the pieces were removed from the patient. Changed another liner, the event re-happened, attached the photos for reference. Another device was used to complete the surgery. There were no adverse consequences to the patient. The surgeon has done hundreds operations by using our products, he suspect this is lot issue. No additional information could be provided.